Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the patient unable to inflate the ipp enough for sufficient intercourse. During the procedure the existing components were tested and the reservoir was replaced. No further complications were known.